Manufacturer narrative:
Per -(B)(4) final report the reported devices were implanted and are in situ and thus could not be returned for examination as part of this investigation. The appropriare device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available no further investigation can be conducted and the root cause has not been determined. This case is therefore considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery, whilst tightening one of the acetabular screws, the screw head popped through the hole in the acetabular shell. The surgeon was reported to have no concerns over the fixation of the cup and there was no reported impact to the patient.

Manufacturer narrative:
Per (B)(4) initial report. Post-operative x-rays and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
During surgery, whilst tightening one of the acetabular screws, the screw head popped through the hole in the acetabular shell. The surgeon was reported to have no concerns over the fixation of the cup and another screw was not implanted.